Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, his vision was worse than before the surgery. The iol was exchanged for the same model but different power in a second procedure. The consumer added that he cannot read anything in either eye unless he puts on reading glasses. No additional information is expected. At the consumer's request, the surgeon was not contacted.